Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was getting high blood glucose (bg) levels with differences of up to 100 mg/dl when comparing to other glucose meters. The user mentioned that she checked her other glucose meters with control solution and found them all to be reading in range. She mentioned she doesn't have dario's control solution. The user reported she had overdosed herself with insulin more than once when trying to lower her bg levels. While on the call with dario's representative the user was not able to connect the meter to her phone. Dario's representative went over the troubleshooting steps with the user, in order to test her bg levels with a new cartridge of strips. The user had to reboot her phone as part of the troubleshooting steps. Multiple attempts to follow up with the customer were made, however, no response has been received to date. No resolution is available.